Manufacturer narrative:
The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 12 year old patient with a 21 mm ce valve implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of eight (8) years and five (5) months due to degeneration leading to severe stenosis (gradient of 75-80 mmhg) and regurgitation observed during routine check. An edwards transcatheter valve was implanted within the existing edwards surgical device with an excellent result. The outcome of the patient was noted as to be fine.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). The device history record could not be performed as the device serial number remained unknown. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration related structural deterioration, either calcific or noncalcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the noncalcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.